Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Based on the investigation conducted, the origin of the scratch could not be definitively determined. Trend is tracked and monitored.

Event description:
At surgical placement, the doctor had a concern that the dental implant appeared to have a defect / crack and decided not to use it. During the investigation of the product a scratch was found, but no crack.